Event description:
On (B)(6) 2025, impulse dynamics staff were notified of an explant of an osm ipg that occurred the previous day. The patient had been admitted to the hospital for shortness of breath and atrial fibrillation. It was discovered through testing during hospital admission that the patient screened positive for methamphetamines as well as cocci bacteria in blood cultures. An echocardiogram showed infiltrative cardiomyopathy with three different vegetation sites. It could not be identified if the patient's osm ipg or their ICD were the source of the infection. Both devices were explanted on (B)(6) 2025. The explanted osm ipg is currently retained under quarantine by the hospital. Impulse dynamics is working on obtaining the explanted device once removed from quarantine. A DHR review was conducted, and no anomalies were found, including any in the sterilization records of the device.